Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). MFR (3004753838-2025-040243) was reported in error. Please disregard the weight selection, as patient did not provide a weight per the parent complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.